Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, including a documented glucose of 51 mg/dl and multiple low events, and the user reported use of u-200 insulin pens with prior training guidance; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.